Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation found insufficient or incorrect reprocessing as, the air/water nozzle was found clogged with foreign material. Additionally, the angulation is below specification, the adhesive of the bending section cover is worn out, the objective lens is cracked, the light guide lens is chipped, and the scope failed the insulation test. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (ofr) was informed that the customer evis exera iii colonovideoscope was returned to olympus service/repair for a reported ¿flow problem¿ that was found during the endoscope¿s disinfection cycle. The wash cycle stopped. Upon inspecting and testing, a problem related insufficient or incorrect reprocessing was identified, the air/water nozzle was found clogged with foreign material. No death, injury or harm was reported. This report is being submitted to capture clogged nozzle from foreign material.